Event description:
The patient's native defect measured 17-22mm and was balloon-sized to 20mm. A 20mm amplatzer septal occluder (aso) was successfully implanted. The next day, however, a post-procedural echocardiogram revealed the aso lost its position and migrated within the septum. The patient was referred for surgery to explant the device and repair the atrial septal defect.

Manufacturer narrative:
The aso was received at sjm and decontaminated. The aso was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 9f loader, deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.